Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l82125, implanted: (B)(6) 2000, partially explanted: (B)(6) 2019. Product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-jun-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 50 mg at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that during a procedure, the original catheter was to be explanted but they were only able to partially remove the catheter. They had attempted to remove the spine portion of catheter, but the surgeon was not successful. The original anchor and distal portion of original catheter was removed. A new catheter was successfully implanted to continue therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.